Event description:
The case received from chinese health authority as a non healthcare professional reported that the when the patient interface was connected to the device, it showed an inverted image unknown eye of a patient during surgery and could not perform surgery normally. After replacing it with a new patient interface, it functioned normally.

Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the system showed an inverted image of unknown eye of a patient, during surgery. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).